Manufacturer narrative:
H3, h6: the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use or patient reaction. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. ¿

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on literature review ¿the journey bicruciate knee replacement: design modifications yield better early functional results and reduce complications¿, on-going pain required secondary patella resurfacing in two patients.

Manufacturer narrative:
Documents added to the attachments page.